Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a relationship between the reported patient effect and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous, de novo lesion in the mid right coronary artery. Pre-dilatation was performed with an unspecified balloon dilatation catheter (bdc). The 3.0x28 mm xience xpedition stent was implanted. However, post-procedure during angiography check, a distal dissection was noted. An unspecified xience xpedition stent was used to cover the dissection. There were no adverse patient sequelae and no reported clinically significant delay. No additional information was provided.